Manufacturer narrative:
Follow-up # 1 date of submission 9/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: the black box and alarm history showed a cs 078 call service alarm. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿cs alarm¿ issue was not duplicated. The pump was opened and there was moisture corrosion found on the ir board near u29 component and the motor flex connector. Follow-up #1 date of submission 9/02/2016 - correction: device available for evaluation: product was returned to the manufacturer on 7/29/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.